Event description:
It was reported that the pt's mother contacted a doctor for advice after the pt's blood glucose levels were elevated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.